Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. Asystole was seen intermittently from 17:54:00 to 18:20:03. At 18:21:18, the patient received the first inappropriate treatment during asystole in response to oversensing of cardiac activity and CPR/motion artifact the patient's post-shock rhythm was asystole. At 18:21:46, the patient received the second inappropriate treatment during asystole in response to oversensing of cardiac activity and CPR/motion artifact the patient's post-shock rhythm was asystole. At 18:28:29 the patient's rhythm was vt at 140 bpm with CPR/motion artifact/electrode lead fall off. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 18:31:09, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was obscured by CPR/motion artifact and electrode lead falloff. The patient's post-shock rhythm was CPR/motion artifact and electrode lead falloff. The device was shutdown at 19:01:16. Patient was last seen in asystole with CPR/motion artifact. There is no indication that the inappropriate treatments caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.